Event description:
Patient presented for an office visit and labs on monday, (B)(6). The patient's potassium level was 2.5, and doctor ordered a 20meq infusion over two hours. Rn pulled the medication from the pyxis and programmed the pump using the alaris drug library for a two-hour infusion. While the primary rn was at lunch, a covering nurse checked on the patient due to complaints of burning at the IV site. It was discovered that the entire 100ml had infused over approximately 20 minutes instead of the programmed two hours. Md was notified, and frequent vital signs were monitored. The patient reported that his arm felt bruised and was provided with home IV care instructions. Pharmacist, reviewed the pump's programmed information using the serial number. The data confirmed that the nurse programmed the pump correctly. However, the pump recorded only 17.5ml as being infused during that 21-minute period. Pharmacist concluded that this was not a programming error. The potassium bag drip rate was infusing extremely fast and was not dripping at the rate that the pump was programmed. The pump has been sequestered, and a ticket was placed with biotech team. Biotech picked up the pump and channel on (B)(6) and is aware of the drip rate issue. Biomed indicated that pumps involved in safety events are sent directly to bd for further analysis. Bd alaris pump tubing was used for this infusion. Potassium level of 2.5 prompted physician to order 20meq of potassium chloride in 100ml of normal saline to infuse over 2 hours. Malfunction with the alaris pump caused infusion to infuse over 20 minutes instead of 2 hours.